Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence and urgency frequency. The patient stated that she was concerned as yesterday she had no urgency and today she had urgency and feels like she was not emptying. The patient asked how she can know that the device is working. No surgical intervention occurred. The reported issue was not resolved at the time of event. There were no further complications reported.